Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml gablofen at a dose of 649.9 mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the catheter had a leak as diagnosed with imaging. The hcp had been reducing the dose and was scheduling surgery for pump and catheter replacement. There were no symptoms reported. On (B)(6) 2016, additional information was received from the hcp. A dye study was completed on (B)(6) 2016 that was originally scheduled for (B)(6) 2016, but cancelled due to hospitalization. The cause of the leak was unknown. The patient was going to come to the clinic in 1-2 weeks for dose decreases before pump/catheter replacement. Progress notes were taken on (B)(6) 2016. The patient has the history of c4 spinal cord injury (sci) and c4 ais a tetraplegia. On (B)(6) 2016, there was some increase in spasms in between pain medication, wounds healing, no fever, the patient denied urinary complaints, and voiding with the condom catheter. At the appointment on (B)(6), there was increased tone x2 weeks with difficulty performing range of motion (rom) and had gradually worsened. There was no abrupt onset, bowel/bladder were within normal limits, no wound, no change in alertness, no fever, no pruritis, appetite good, the patient was waking at night from tightness, there wer e no actual spasms, and there was no change in medications. The patient was taking oral baclofen 10 mg three times a day and has rom twice/day. The dose was increased at the last visit by 5% and encouraged rom. The original implant was in 2007 and the current pump was implanted in (B)(6) 2013. The elective replacement indicator was (B)(6). An abdominal x-ray was performed on (B)(6). The catheter tip was at the level of the upper thoracic. On (B)(6) 2015, the side port aspiration was done, there was good flow, and the cerebrospinal fluid (csf) studies were negative. On (B)(6) 2016, the side port aspiration was done, there was good flow of csf, there was no discrepancy with the volume. A single bolus of 50 mcg was given in the clinic without an improvement in tone at 12:20 p.m. The dose was 840 mcg/day and an increase in oral baclofen to 20 mg was recommended. On (B)(6) 2015, the expected residual volume (erv) was 6.8 and the actual residual volume (arv) was 9.5, the dose was adjusted to a flex of 850 mcg/day (6% change). The low reservoir alarm was noted to be (B)(6) 2016. On (B)(6) 2015, the dose was adjusted to a flex of 800 mcg/day with a dose from 9-21 of 30.7 mcg/hr and from 21-9 of 36 mcg/hr. The patient was hospitalized for unresponsiveness, which was probably aspiration pneumonia. The pump was decrease down to 750 mcg/day, but the patient felt too tight. On (B)(6) 2016, there was no dose adjustment and the erv was 5.5 and the arv was 6.5. The low reservoir alarm was (B)(6) 2016. On (B)(6) 2016, the dose was adjusted to 840 mcg/day (5 % change), the erv was 7.3 and arv was 10. The patient reported some increased tone overall, no other medical issues, and the patient was not receiving rom or physical therapy (pt). There was increased spasticity and no good control. The patient was assessed with the modified ashworth scale (right/left). The patient had a 1/1 on shoulder abduction, elbow extension, knee extension, and plantarflexion meaning slight increase in muscle tone. The patient had a 3/2 on elbow flexion, wrist extension, and knee flexion meaning considerable increase in muscle tone and marked increase in muscle tone. The patient had a 2/2 for dorsiflexion. On (B)(6) 2016, a procedure was being done for intrathecal pump side-port access for catheter aspiration, intrathecal catheter contrast dye study, and electronic analysis, priming bolus and reprogramming of the pump. The pre-procedure diagnoses were malfunctioning intrathecal catheter-pump system and spastic tetraplegia secondary to cervical spinal cord injury sustained in (B)(6) 2002. The catheter entered the spinal canal at t-12-l1 and the tip of the catheter was at c6. The total catheter volume was 0.207 ml. The pump was set at flex infusion mode for a total daily dose of 890.1 mcg/day. There was no gross spillage of the contrast medium on plain fluoroscopy. The CT scan was done and there was an area of suspected spillage at the interface between adipose tissue and fascia. More progress notes were provided from the appointment on (B)(6) 2016. The plan was to decrease dose and plan catheter replacement. The patient also had hospitalization following the last clinic visit for uti and kidney stones. The patient reported that their tone was improved following recovery from illness; however, still much tighter than the baseline. The patient was taking 20 mg baclofen and it made him sleepy. The total daily dose was changed from 890 to 800 mcg/day (10% decrease). The patient was assessed using the modified ashworth scale (right/left). The patient had a 1/1 for shoulder abduction, elbow extension, knee extension, dorsiflexion, and plantarflexion. The patient had a 3/2 elbow flexion and wrist extension. The patient had a 2/1 for knee flexion. All indicate an increase in muscle tone. The oral baclofen may increase as needed to 20 mg four times a day. The patient was to return to the clinic in a week for further adjustment. The patient had an initial evaluation with a surgeon on (B)(6) 2016. The pump rate was decreased to 580 mcg/day. The need for the replacement of the catheter-pump system was due to fractured catheter. More medical history included neurogenic bladder/bowel b/b, history of mrsa, high dose opioid therapy (oxycodone 90 mg/day), and pressure ulcers of the thoracolumbar junction, which were healing. There were no active infections and the antiplatelet aggregant therapy was used with aspirin 81 mg/day. The dose was to be continued to titrate down the it baclofen to a minimum dose (it was decreased to 578 mcg/day). The amount of oxycodone could be decreased. For postoperative pain, the hcp planned to use oxycodone 5 mg; taking 1-2 tabs every 3 hours and not exceeding 10 tabs/day for 3 days. There was skin breakdown in the midback area, healing and cleaned. The patient has an allergy to hydromorphone. The outpatient prescriptions were acetaminophen 325 mg tablet (2 tablets by mouth every 4 hours if needed, maximum dose is 4000 mg in 24 hours), albuterol 0.083 neb solution (inhale 2.5 mg via nebulizer every 4 hours), albuterol-ipratropium 2.5-0.5 mg in 3 ml nebulization solution (inhale 1 neb via a nebulizer every 4 hours), arginine-glutamine-calcium 7-7-1.5 gram powder (1 packet by mouth 2 times a day), aspirin 81 mg chewable (1 tablet a day), atorvastatin 40 mg tablet (1 a day), baclofen 20 mg (4 times a day), bipap (used when sleeping), bisacodyl 10 mg suppository (inserted rectally in evening every monday, wednesday, and friday), bisacodyl 5 mg (by mouth every 24 hours), bisacodyl 5 mg tablet (in morning every monday, wednesday, and friday), calcium carbonate 200 mg (500 mg by mouth every 4 hours), cholecalciferol 1000 unit tablet (1 per day), citalopram 20 mg tablet (1 per day), docusate 100 mg capsule (100 mg a day), lactulose 10gram/15ml (15 ml a day), levothyroxine sodium (187.5 mcg one time a day), multivitamins-minerals-lutein 0.4-300-250 mg-mcg-mcg (1 a day), nitroglycerin 0.4 mg sublingual tablet (1 for every 5 minutes if needed for chest pain), nortriptyline 10 mg (30 mg every night), oxycodone 20 mg (1 per every 8 hours), oxycodone 5 mg (3 tablets every 4 hours), polyethylene glycol 17 g powder for solution (17 gram at night every monday, wednesday, and friday), pregabalin 150 mg (1 by mouth 2 times a day), sennosides 8.6 mg tablet (1 per day), and vitamin c 500 mg (twice daily). Past medical history included acute on chronic respiratory failure, ascending aorta dilatation, c. Difficile diarrhea ((B)(6) 2015), cardiomyopathy, chronic pain syndrome, constipation, dehydration, depression, elevated troponin, encephalopathy acute, gastroesophageal reflux disease (gerd), hypothyroidism, infected pressure ulcer, lattice degeneration (both eyes) with holes, lethargy, lll pneumonia, malnutrition, methicillin resistant staph aureus (mrsa) culture positive (spine tissue, back wound) on (B)(6) 2006 and (B)(6) 2015, nerve pain (baclofen pump), non-st elevated myocardial infarction (nstemi), pressure ulcer of back (thoracic and sacral), quadriplegia (c4-5 after fall), respiratory rate decreased, right lower lobe pneumonia, rosacea, sepsis due to cellulitis, tobacco use disorder (quit (B)(6) 2004), and urinary tract infection (uti). Past surgical procedures included heart surgery in 1983, appendectomy in 1989, tracheostomy, abdominal filter to prevent blood clots on (B)(6) 2004, c vl coronary angiogram (bare metal stent circumflex), baclofen pump placed, wound debridement ((B)(6) 2015), and cholecystectomy ((B)(6) 2015). The patient returned home after 17 months of hospitalization. The patient was mildly anxious, has poor trunk control, had skin breakdown in midback, the abdomen had increased girth, and ulcer healing in the lower thoracic area in back (8x4 cm). Some abnormal test results included calcium was 8.1 on (B)(6) 2015, co2 total was high at 32 on (B)(6) 2015 and at 34 on (B)(6) 2015, creatinine was low at 0.53 (B)(6) 2015, 0.57 on (B)(6) 2015, and 0.61 (B)(6) 2015, glucose was low at 68 in (B)(6) 2015, lipase was low at 3.1 and <(><<)>3.0 on (B)(6) 2015 and (B)(6) 2014, hemoglobin was low at 8.2 on (B)(6) 2015 and 8.0 on (B)(6) 2015, hematocrit was low at 27.2 on (B)(6) 2015, 26.5 on (B)(6) 2015, and 25.4 on (B)(6) 2015, and platelet blood test was low at 136 (B)(6) 2015, 119 on (B)(6) 2015, and 128 on (B)(6) 2015.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.